Event description:
Caller reported compact plus system blood glucose results of 0.9 mmol/l and 14 mmol/l "a couple seconds later". Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).